Event description:
It was reported that the patient experienced a difficulty charging due to implantable pulse generator (ipg) migration that was confirmed via x-ray. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event three weeks ago from the date the manufacturer was made aware.